Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
This MDR is being submitted based intervention required (placement of a boston wall stent ) due to the implanted zilver stent being crushed in the artery as reported to customer relations: " the patient stated she had the zilver stent implanted in 2015 at (B)(6) in (B)(6). On (B)(6) 2017 due to the zilver stent being crushed in the artery she underwent a procedure where a boston wall stent was implanted. This procedure was also done at (B)(6) in (B)(6) by the same physician as the original implanted zilver stent. The patient stated she has ongoing pain in her leg that radiates into the hip area. On (B)(6) 2017 the patient was scheduled to have an ultrasound to check for bloodclots, etc. And she would call back depending on the results. '

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: this MDR is being submitted based intervention required (placement of a boston wall stent ) due to the implanted zilver stent being crushed in the artery as reported to customer relations: " the patient stated she had the zilver stent implanted in 2015 at (B)(6) in (B)(6). On (B)(6) 2017 due to the zilver stent being crushed in the artery she underwent a procedure where a boston wall stent was implanted. This procedure was also done at (B)(6) in (B)(6) by the same physician as the original implanted zilver stent. The patient stated she has ongoing pain in her leg that radiates into the hip area. On (B)(6) 2017 the patient was scheduled to have an ultrasound to check for bloodclots, etc. And she would call back depending on the results. '

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as reported to customer relations: "the patient stated she had the zilver stent implanted in 2015 at (B)(6). On (B)(6) 2017 due to the zilver stent being crushed in the artery she underwent a procedure where a boston wall stent was implanted. This procedure was also done at (B)(6) by the same physician as the original implanted zilver stent. The patient stated she has ongoing pain in her leg that radiates into the hip area. On (B)(6) 2017 the patient was scheduled to have an ultrasound to check for blood clots, etc. And she would call back depending on the results." Device evaluation: the unknown zilver biliary device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. There are two failure modes and complaint files related to this occurrence. Refer to complaint file pr (B)(4) for details of the second failure mode (adverse physiological response). The patient was contacted to provide additional information. The customer stated that the device was an unknown zilver biliary device of unknown lot number. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. From customer testimony, it is known that the complaint device was a zilver biliary stent, and that it was placed in an artery in the leg. This suggests that the device was used against the indications for use. This could have caused or contributed to the crushing of the stent after implantation. However, as the device is not available and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. A review of zilver biliary product instruction for use (IFU) provides the following statements: zilver 635 biliary stent: this device is used in palliation of malignant neoplasms in the biliary tree.¿ zilver 518 & 635 biliary stents: "the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree." Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver devices are subject to visual inspection and functional checks to ensure device integrity. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be moderate (category iib). According to the initial reporter, the patient experienced pain due to this occurrence. As of the time of investigation, it is not known if the patient required intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation results. Initial report details: this MDR is being submitted based intervention required (placement of a boston wall stent ) due to the implanted zilver stent being crushed in the artery. As reported to customer relations: " the patient stated she had the zilver stent implanted in 2015 at (B)(6). On (B)(6) 2017 due to the zilver stent being crushed in the artery she underwent a procedure where a boston wall stent was implanted. This procedure was also done at (B)(6) by the same physician as the original implanted zilver stent. The patient stated she has ongoing pain in her leg that radiates into the hip area. On (B)(6) 2017 the patient was scheduled to have an ultrasound to check for blood clots, etc. And she would call back depending on the results.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: this MDR is being submitted based intervention required (placement of a boston wall stent ) due to the implanted zilver stent being crushed in the artery as reported to customer relations: " the patient stated she had the zilver stent implanted in 2015 at (B)(6). On (B)(6) 2017 due to the zilver stent being crushed in the artery she underwent a procedure where a boston wall stent was implanted. This procedure was also done at (B)(6) by the same physician as the original implanted zilver stent. The patient stated she has ongoing pain in her leg that radiates into the hip area. On (B)(6) 2017 the patient was scheduled to have an ultrasound to check for bloodclots, etc. And she would call back depending on the results. '

Manufacturer narrative:
(B)(4) exemption number: e2016031 (B)(4) the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.